Event description:
As reported by customer, when utilizing an encore inflation device during a pci procedure, although the handle was rotated to raise the pressure, the gauge did not indicate that pressure was being increased. The procedure was completed with another device. There was no patient injury or complications. The used device has been returned for evaluation.

Manufacturer narrative:
The used device has been returned to the manufacturer, however, a device analysis has not yet been performed, therefore, the root cause of the reported event has not yet been determined. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.